Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: continuous glucose monitor (cgm) data recorded a blood glucose (bg) of 41 mg/dl on (B)(6)2018. Low blood glucose (bg) was not entered into the pump on (B)(6)2018 and the pump is not capable of connecting to a continuous glucose monitor. User made bolus requests while still having insulin on board (iob) and without entering current bg level. Cartridge change sequence was completed multiple times on (B)(6)2018 resulting in 11.64 units, 10.185 units and 10.185 units being primed through the tubing during the three fill tubing step performed. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally, the reported low blood glucose level was unable to be confirmed due to being unable to unlock the device.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl due to an unknown cause. The customer ate carbohydrates, and drank orange juice to address the bg level. In addition, the wake button was unresponsive. During follow up the customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) was 122 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.